Event description:
Hospital reported that a portion of the ceramic tip of a mitek se electrode broke off during use. Reported that the piece was retrieved without issue at the time of the event. If this was to recur and the fragment not retieved, it is possible that patient injury could potentially occur. As a result an MDR is being filed to document this event.